Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal infection ("vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), dizziness ("dizziness"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery") and device difficult to use ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus."). At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal infection, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia, procedural pain and device difficult to use had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device difficult to use, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, migraine, procedural pain, uterine perforation, vaginal infection and weight increased to be related to essure. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including coils had migrated outside of her fallopian tubes and were perforating her uterus(regarded as uterine perforation) and abnormal heavy bleeding(regarded as genital haemorrhage). The patient underwent surgery (bilateral salpingectomy) on (B)(6) 2015. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("abnormal heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On (B)(6) 2015. The patient's concurrent conditions included polycystic ovary since 2015. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), migraine ("migraines/migraines / headaches,"), alopecia ("hair loss/hair loss"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, feeling abnormal ("brain fog/brain fog"), dizziness ("dizziness/dizziness,"), weight increased ("weight gain/weight gain"), depression ("depression/psychological or psychiatric problems condition: depression,"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth);") and headache ("migraines / headaches,"). In (B)(6) 2015, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On (B)(6) 2015, 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced tooth abscess ("dental problems dental abscess"). The patient was treated with miconazole nitrate (monistat), surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal infection, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved and the fallopian tube perforation, menorrhagia, vaginal haemorrhage, headache, tooth abscess and fungal infection outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, tooth abscess, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details and aka names added. Event added as abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tube(s), migraines / headaches, dental problems: dental abscess. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/migration of essure device location of device: migration"), fallopian tube perforation ("perforation (fallopian tube(s)/perforation (fallopian tube)") and genital haemorrhage ("abnormal heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On (B)(6) 2015. The patient's previously administered products included for an unreported indication: ortho-tri in 2014. Concurrent conditions included polycystic ovary since 2015. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches/migraines / headaches"), tooth abscess ("dental problems dental abscess/dental problems") and abdominal pain ("abdominal pain"). In july 2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015, 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). The patient was treated with miconazole nitrate (monistat), surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.) And surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal infection, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved and the fallopian tube perforation, menorrhagia, vaginal haemorrhage, headache, tooth abscess, vulvovaginal mycotic infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, tooth abscess, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complain incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/migration of essure device location of device: migration') and fallopian tube perforation ('perforation (fallopian tube(s)/perforation (fallopian tube)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-tri in 2014. Concurrent conditions included polycystic ovary since 2015. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia painful sexual intercourse"), genital haemorrhage ("abnormal heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding vaginal, menorrhagia"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia metallic taste in mouth"), headache ("migraines / headaches/migraines / headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery") and complication of device removal ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus."), 4 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("face and stomach are constantly bloated"), swelling face ("face and stomach are constantly bloated") and polycystic ovaries ("have pcos"). The patient was treated with miconazole nitrate (monistat) and surgery (on (B)(6) 2015, a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia, procedural pain and complication of device removal had not resolved and the fallopian tube perforation, abdominal pain, menorrhagia, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection, swelling face and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, complication of device removal, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, polycystic ovaries, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration"), fallopian tube perforation ("perforation (fallopian tube(s)/perforation (fallopian tube)") and genital haemorrhage ("abnormal heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On (B)(6)2015. The patient's previously administered products included for an unreported indication: ortho-tri in 2014. Concurrent conditions included polycystic ovary since 2015. Concomitant products included medroxyprogesterone (depo provera) from (B)(6)2015 to (B)(6)2015 for birth control. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches/migraines / headaches"), tooth abscess ("dental problems dental abscess/dental problems") and abdominal pain ("abdominal pain"). In july 2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6)2015, 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). The patient was treated with miconazole nitrate (monistat), surgery (on (B)(6)2015, a bilateral salpingectomy was performed.) And surgery (on (B)(6)2015, a bilateral salpingectomy was performed.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal infection, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved and the fallopian tube perforation, menorrhagia, vaginal haemorrhage, headache, tooth abscess, vulvovaginal mycotic infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, tooth abscess, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure diagnostic results: on (B)(6)2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6)2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events per pfs: abdominal pain and vaginal yeast infection were added. Patient's medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/"migration" of essure device location of device: migration') and fallopian tube perforation ('perforation (fallopian tube(s)/perforation (fallopian tube)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-tri in 2014. Concurrent conditions included polycystic ovary since 2015. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), headache ("migraines / headaches/migraines / headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery") and complication of device removal ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus."), 4 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("face and stomach are constantly bloated") and swelling face ("face and stomach are constantly bloated"). The patient was treated with miconazole nitrate (monistat) and surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia, procedural pain and complication of device removal had not resolved and the fallopian tube perforation, abdominal pain, menorrhagia, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection and swelling face outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, complication of device removal, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Concerning the injuries reported in this case, the following one were reported via social media: abdominal distension and swelling face. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received. New event - face and stomach are constantly bloated was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration') and fallopian tube perforation ('perforation (fallopian tube(s)/perforation (fallopian tube)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-tri in 2014. Concurrent conditions included polycystic ovary (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo provera) from 1-apr-2015 to 2-apr-2015 for birth control. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection") with vaginal discharge, migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), headache ("migraines / headaches/migraines / headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery") and complication of device removal ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus."), 4 months after insertion of essure. On an unknown date, the patient experienced abdominal distension ("face and stomach are constantly bloated"), swelling face ("face and stomach are constantly bloated") and polycystic ovaries ("have pcos"). The patient was treated with miconazole nitrate (monistat) and surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia, procedural pain and complication of device removal had not resolved and the fallopian tube perforation, abdominal pain, menorrhagia, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection, swelling face and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, complication of device removal, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, polycystic ovaries, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Concerning the injuries reported in this case, the following one were reported via social media: abdominal distension and swelling face and polycystic ovarian syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event pcos was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration") and fallopian tube perforation ("perforation (fallopian tube(s)/perforation (fallopian tube)") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On (B)(6) 2015). Previously administered products included: ortho-tri-cyclen lo. As concurrent condition the report mentioned polycystic ovary since 2015. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for contraception from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015 she experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2015. In 2015 she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal heavy bleeding"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), headache ("migraines / headaches/migraines / headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds"). An unknown time later she experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal distension ("face and stomach are constantly bloated"), vaginal discharge ("irregular vaginal discharge/vaginal discharge/vaginal discharge"), swelling face ("face and stomach are constantly bloated") and polycystic ovaries ("have pcos"). The patient was treated with monistat (miconazole nitrate) as well as surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved. The outcomes for fallopian tube perforation, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection, swelling face and polycystic ovaries were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, polycystic ovaries, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure administration. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure date(s) of insertion: (B)(6) 2015 as reported. Date(s) of removal: (B)(6) 2022 as reported. Diagnostic results (normal ranges are provided in parenthesis if available): *on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration") and fallopian tube perforation ("perforation (fallopian tube(s)/perforation (fallopian tube)") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On (B)(6) 2015). Previously administered products included: ortho-tri-cyclen lo. As concurrent condition the report mentioned polycystic ovary since 2015. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for contraception from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015 she experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2015. In 2015 she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal heavy bleeding"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), feeling abnormal ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), headache ("migraines / headaches/migraines / headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds"). An unknown time later she experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal distension ("face and stomach are constantly bloated"), vaginal discharge ("irregular vaginal discharge/vaginal discharge/vaginal discharge"), swelling face ("face and stomach are constantly bloated") and polycystic ovaries ("have pcos"). The patient was treated with monistat (miconazole nitrate) as well as surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved. The outcomes for fallopian tube perforation, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection, swelling face and polycystic ovaries were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, polycystic ovaries, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure administration. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure date(s) of insertion: (B)(6) 2015 as reported. Date(s) of removal: (B)(6) 2022 as reported. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6) 2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration") and fallopian tube perforation ("perforation (fallopian tube(s)/perforation (fallopian tube)") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On 20-aug-2015). The patient had a medical history of paratubal cyst, pelvic pain, fatigue, parity 2, amenorrhea, pregnancy and gravida ii. Previously administered products included: ortho-tri-cyclen lo and depo provera. As concurrent condition the report mentioned polycystic ovary since 2015. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for contraception from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, she experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6) 2015, she experienced procedural pain ("painful post-operative recovery"). In 2015, she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal heavy bleeding"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/infection (bladder/urinary tract/vaginal) type: vaginal infection"), migraine ("migraines/migraines/headaches/migraines/headaches"), alopecia ("hair loss/hair loss/hair loss"), brain fog ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), headache ("migraines/headaches/migraines/headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain/loss specify which one: weight gain/gained over 40 pounds"). An unknown time later she experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal distension ("face and stomach are constantly bloated"), vaginal discharge ("irregular vaginal discharge/vaginal discharge/vaginal discharge"), swelling face ("face and stomach are constantly bloated") and polycystic ovarian syndrome ("have pcos"). The patient was treated with monistat (miconazole nitrate) as well as surgery (robotic removal bilateral salpingectomy, hysteroscopy and on (B)(6) 2015, a bilateral salpingectomy was performed.). At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, brain fog, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved. The outcomes for fallopian tube perforation, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection, swelling face and polycystic ovarian syndrome were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, brain fog, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, polycystic ovarian syndrome, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure administration. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Date(s) of insertion: (B)(6) 2015 as reported. Date(s) of removal: 01sep2022 as reported. Discrepancy noted: insertion date: as per argus (B)(6) 2015l as per (B)(6) 2015. Discrepancy noted: removal date: as per argus (B)(6) 2015; as per mr: (B)(6) 2015. 1 coil visualized at the ostia opening after placement. This was repeated on the right and also 1 coil on the right was visible after placement. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: results: coils had migrated outside of her fallopian tubes; on (B)(6) 2015: the endometrial cavity is normal in shape and contour. Both fallopian tubes are well visualized and normal in appearance, there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which tuns perpendicular to the fallopian tube, 'there are two pacer implants on. The left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. [Pathology test] on (B)(6) 2015: received in formalin labeled "bilateral fallopian tubes, essure coil (x1) from left tube" are two intact fimbriated fallopian tube segments and separate coiled metal winding. No focal lesions are seen. The separate coiled, metallic piece is approximately 6.0 cm in length and up to 0.2 om in diameter. [Pregnancy test] on (B)(6) 2012: positive. On (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. 01jul2015, hy sterosalpingogram(as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration [perforation of uterus] perforation (fallopian tube(s)/perforation (fallopian tube) [fallopian tube perforation] within the myometrium, of the right cornua is a silver metallic coiled wire [embedded device] severe pelvic pain/pain [pelvic pain female] abdominal pain [abdominal pain] severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping) [pain menstrual] severe lower abdominal pain [abdominal pain lower] severe back pain [back pain] pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse) [painful intercourse] abnormal heavy bleeding [bleeding genital] abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) [menorrhagia] abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) [vaginal bleeding] face and stomach are constantly bloated [abdominal bloating] irregular vaginal discharge/vaginal discharge/vaginal discharge [vaginal discharge abnormality] vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection [vaginal infection] migraines/migraines / headaches/migraines / headaches [migraine] hair loss/hair loss/hair loss [hair loss] brain fog/brain fog/brain fog [foggy feeling in head] dizziness/dizziness/dizziness, [dizziness] weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds [weight gain] depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression [depression] anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression [anxiety] metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth) [taste metallic] painful post-operative recovery [postoperative pain] migraines / headaches/migraines / headaches [headache] dental problems dental abscess/dental problems [dental abscess] vaginal yeast infection [vaginal yeast infection] face and stomach are constantly bloated [swelling of face] during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus. [Device removal failed] have pcos [polycystic ovarian syndrome]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus/migration of essure device location of device: migration to the uterus/failure to occlude (close fallopian tube)/igration of essure device location of device: migration"), fallopian tube perforation ("perforation (fallopian tube(s)/perforation (fallopian tube)") and embedded device ("within the myometrium, of the right cornua is a silver metallic coiled wire") in a 26 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device removal failed ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus." On (B)(6)2015). The patient had a medical history of paratubal cyst, pelvic pain, fatigue, parity 2, amenorrhea, pregnancy and gravida ii. Previously administered products included: ortho-tri-cyclen lo and depo provera. Concurrent conditions were listed as polycystic ovary since 2015 and menses irregular. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for contraception from (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015 she experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On (B)(6)2015 she experienced procedural pain ("painful post-operative recovery"). In 2015 she experienced uterine perforation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal heavy bleeding"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections/infection (bladder/ urinary tract/vaginal) type: vaginal infection"), migraine ("migraines/migraines / headaches/migraines / headaches"), alopecia ("hair loss/hair loss/hair loss"), brain fog ("brain fog/brain fog/brain fog"), dizziness ("dizziness/dizziness/dizziness,"), depression ("depression/psychological or psychiatric problems condition: depression/psychological or psychiatric problems condition: anxiety and depression"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety/psychological or psychiatric problems condition: anxiety and depression"), dysgeusia ("metallic taste in mouth/parageusia (metallic taste in mouth)/other injury(ies) or complication please describe: parageusia (metallic taste in mouth)"), headache ("migraines / headaches/migraines / headaches") and tooth abscess ("dental problems dental abscess/dental problems") and was found to have weight increased ("weight gain/weight gain/weight gain / loss specify which one: weight gain/gained over 40 pounds"). Essure was removed on (B)(6)2022. On unknown date she experienced embedded device (seriousness criterion intervention required), pelvic pain ("severe pelvic pain/pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal distension ("face and stomach are constantly bloated"), vaginal discharge ("irregular vaginal discharge/vaginal discharge/vaginal discharge"), swelling face ("face and stomach are constantly bloated") and polycystic ovarian syndrome ("have pcos"). The patient was treated with monistat (miconazole nitrate) as well as surgery (robotic removal bilateral salpingectomy, hysteroscopy, on (B)(6)2015, a bilateral salpingectomy was performed. And hysterectomy). At the time of the report, the uterine perforation, dysmenorrhoea, back pain, dyspareunia, genital haemorrhage, vaginal infection, migraine, alopecia, brain fog, dizziness, weight increased, depression, anxiety, dysgeusia and procedural pain had not resolved. The outcomes for fallopian tube perforation, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, headache, tooth abscess, vulvovaginal mycotic infection, swelling face and polycystic ovarian syndrome were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, brain fog, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, polycystic ovarian syndrome, procedural pain, swelling face, tooth abscess, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure administration. The reporter commented: she had complications from your essure removal procedure. One coil remains in the uterus. She is currently planning for essure removal. She will need to have a hysterectomy to remove the remaining essure coil. Patient did not have any complications or problems that occurred at the time of essure placement procedure date(s) of insertion: (B)(6)2015 as reported. Date(s) of removal: (B)(6)2022 as reported. Discrepancy noted: insertion date as per argus (B)(6)2015 as per mr (B)(6)2015 discrepancy noted: removal date as per argus (B)(6)2015 as per mr: (B)(6)2015 1 coil visualized at the ostia opening after placement. This was repeated on the right and also 1 coil on the right was visible after placement. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2015: results: coils had migrated outside of her fallopian tubes; on (B)(6)2015: the endometrial cavity is normal in shape and contour. Both fallopian tubes are well visualized and normal in appearance, there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which tuns perpendicular to the fallopian tube, 'there are two pacer implants on. The left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency [pathology test] on (B)(6)2015: received in formalin labeled "bilateral fallopian tubes, essure coil (x1) from left tube" are two intact fimbriated fallopian tube segments and separate coiled metal winding. No focal lesions are seen. The separate coiled, metallic piece is approximately 6.0 cm in length and up to 0.2 om in diameter; on (B)(6)2022: specimen: uterus-uterus, cervix final diagnosis: cervix: mild chronic inflammation; negative for dysplasia and malignancy. Endometrium: secretory phase pattern; negative for hyperplasia and malignancy. Myometrium: focal adenomyosis, contraceptive device identified in the right cornua, consistent with an essure implant. Negative for malignancy. Histologic sections of the hysterectomy specimen are notable for focal adenomyosis of the myometrium. There is no evidence of a myometrial malignancy. The uterine serosa is histologically unremarkable. Sections of the e endometrium reveal a secretory phase pattern. Gross description: myometrium: within the myometrium, of the right cornua is a silver metallic coiled wire. The wire is grossly confined to the myometrium with no gross extension through the serosa. A hardware component within the left cornua is not grossly identified. [Pregnancy test] on (B)(6)2012: positive *on (B)(6)2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Perforation both left and right tubes were perforated by the essure coils, failure to occlude (close) fallopian tubes. (B)(6)2015, hy sterosalpingogram (as per mr): findings: there is prompt spillage into the peritoneal cavity bilaterally. There is one essure implant and right fornix which runs perpendicular to the fallopian tube. There are two pacer implant on the left curvilinear configurations, although there is still passage of contrast through the fallopian tube on this side. Impression: failure of bilateral essure implants. Bilateral tubal patency. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2025: medical record received. New event device embedded added. New reporters were added. Surgical pathology report added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had migrated outside of her fallopian tubes and were perforating her uterus") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal infection ("vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), dizziness ("dizziness"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and dysgeusia ("metallic taste in mouth"). On (B)(6) 2015, 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery") and device difficult to use ("during the surgery doctor advised that if she were to remove the coil perforating the uterus it would cause internal bleeding. She elected to stop the surgery. One of the coils remains perforating her uterus."). The patient was treated with surgery (on (B)(6) 2015, a bilateral salpingectomy was performed.). At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal infection, feeling abnormal, dizziness, weight increased, depression, anxiety, dysgeusia, procedural pain and device difficult to use had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device difficult to use, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, migraine, procedural pain, uterine perforation, vaginal infection and weight increased to be related to essure. Diagnostic results: on (B)(6) 2015, hysterosalpingogram showed that her coils had migrated outside of her fallopian tubes and were perforating her uterus. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, and reported adverse events including coils had migrated outside of her fallopian tubes and were perforating her uterus(regarded as uterine perforation) and abnormal heavy bleeding(regarded as genital haemorrhage). The patient underwent surgery (bilateral salpingectomy) on (B)(6) 2015. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.